Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test and during prime test due to loose protruded drive support disk. Unable to verify for motor error alarm and perform occlusion and excessive no delivery test due to compromised force sensor system alarm. The insulin pump passed self-test, unexpected restart test and all operating currents measurement was normal. The motor was tested outside to the device and passed. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and compromised force sensor system alarm. The customer also reported that the motor was grinding. The customer's blood glucose was 227 mg/dl at the time of call. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.